Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d729 was performed. There were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, system error, centrifuge bowl leak/break, leak centrifuge alarm. No trends were detected. Feedback from (B)(4), is still pending at the time of this report. A supplemental report will be filed when the information is available. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4)

Event description:
Customer called to report a blood leak at the centrifuge bowl inlet line within a couple minutes of starting the procedure. Customer reported having multiple occlusion alarms. Customer did not note if they were patient or system occlusion alarms. Customer reported having an unknown system error during prime. Customer flushed the patient port which flushed easily. Saline bolus given without issue. Customer tried to resume treatment when blood leak alarm occurred. Customer reported approximately 2ml leak. Treatment was aborted and no blood was returned to the patient. Patient was reported as stable. The customer elected not to return the kit for investigation. Customer requested service to check the instrument. (B)(4), was generated.

Manufacturer narrative:
Service order (B)(4) completed: service engineer cleaned and inspected internal components and performed system checkout procedure successfully. (B)(4).